Event description:
Healthcare professional reported "implant visibility" which is not device-related. Healthcare professional reported "rupture" via ultrasound. This record is for the left side. Device remains implanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been completed. No deviations or non-conformances noted. Reason for reoperation: rupture.

Manufacturer narrative:
Additional, corrected and/or changed data: b.5, d.6b, d.9, h.3, h.6.

Event description:
Healthcare professional reported "implant visibility" which is not device-related. Healthcare professional reported "rupture" via ultrasound. This record is for the left side. Device was explanted and replaced.

Manufacturer narrative:
Device analysis results: based on the product analysis performed, the assessments of the complaint codes are: ¿ rupture: not observed. As per the investigation procedure, creases, wear abrasion and deformation were observed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required. Additional, corrected and/or changed data: h.3, h.6.

Event description:
Healthcare professional reported "implant visibility" which is not device-related. Healthcare professional reported "rupture" via ultrasound. This record is for the left side. Device was explanted and replaced.